Event description:
User stated that resistance was met, and when withdrawing the guidewire back through needle, it unraveled and broke leaving tip in pt's groin. User reported no surgical intervention was performed and pt was uninjured.